Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thought evaluation of the programmer was performed. Analysis confirmed a portion of the internal circuitry had shorted out and burned up. Further, it was noted that the rear housing had a cooling fin broken next to the power plug while the bottom housing has left rear pulled out. The circuit and other parts of the programmer were replaced. The laboratory analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information that this programmer does not work. When turned on, the field representative could hear that the programmer was triggered; however, the screen does not turn on. Troubleshooting was performed, rebooted multiple times yet issue was not resolved. This programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Analysis confirmed a portion of the internal circuitry had shorted out and burned up. Further, it was noted that the rear housing had a cooling fin broken next to the power plug while the bottom housing has left rear pulled out. The circuit and other parts of the programmer were replaced. The laboratory analysis confirmed the reported clinical observations.